Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip relaxed and opened slightly after deployment, an additional clip was used to secure the clip. It was reported that the mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4. The first clip delivery system (cds) advanced was an ntw clip. The cds was advanced to the mitral valve and grasping was performed but grasping was difficult due to the thick leaflets. After several unsuccessful attempts, the physician decided to remove the ntw clip and change to an xtw clip. A second cds was advanced with an xtw clip and grasping was performed without issue and the clip was deployed. After deployment of the xtw clip, it was noted that the clip relaxed and opened slightly. It was thought that the clip slightly opened due to the thick leaflets. The clip remained stable on both leaflets. A third xtw clip was deployed to secure the clip. Two clips implanted reducing mr to 2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on information provided the reported clip opened while locked appears to be related to patient morphology/pathology and due to thick leaflets. The additional therapy/non-surgical treatment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.